Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer.¿ if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient an ischemic ventricular tachycardia (isvt) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiogenic shock and died. During an ischemic vt case on a patient with an implantable cardioverter-defibrillator (ICD) in situ, the patient was under general anesthesia for a five (5) hour procedure. Mapped left ventricle (lv) via retrograde aorta (ao) approach. Ventricular tachycardia inductions done throughout procedure. The patient was unable to withstand direct current cardioversion (dccv) when performed. They mapped bipolar voltage of lv during device pacing and tagged late potentials and double potentials for ablation targets within large inferolateral scar, which extended towards septal side of lv. Ablation was done with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) catheter up to 40w. They suspected epicardial involvement. The next morning (9th march) the caller was notified that the patient had passed away overnight, with no further details of the cause of death provided at this time. Any medical or surgical intervention is unknown. Other patient history reported indicated the patient had a colostomy bag, and ICD in-situ; unsure of co-morbidity details. In physician¿s opinion, the cause of death was cardiogenic shock.